Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a percutaneous transluminal thrombectomy procedure, the access wire tip detached within the patient. The physician was attempting right femoral artery access with a 21 gauge needle. At first, the access wire insertion felt smooth, then resistance was experienced at 5-6cm from the dermatotomy site. Resistance was again experienced during wire advancement at 10cm so the physician decided to remove the access guidewire from the patient. The physician noted that the tip of the access guidewire was missing. The wire tip was confirmed within the patient's adipose tissue located in the lower abdomen during fluoroscopy and CT scan.